Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and a non-boston scientific right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with less than two seconds of asystole. It was noted that there had been a previous lead safety switch due to pacing impedance measurements of greater than 2000 ohms. The noise was reproducible with range of motion movements. The patient was not rv pacemaker dependent and no syncope was reported. The device sensitivity was reprogrammed. Additional information was received which reported that the physician suspected the root cause to be due to the lead. The device remains in service. No adverse patient effects were reported.